Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery voltage did not display on the remote monitor transmission. It was also reported that the right ventricular (rv) lead threshold was high. The caller was informed of what the battery voltage had recently displayed. The ICD and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #analysis information -- (B)(6) 2016, 19:42:32, cst pli# 10, product ID# d224vrc. The device was returned, analyzed and no anomalies were found. Analysis information -- (B)(6) 2016, 19:51:58, cst pli# 30, product ID# 694765. The proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product(s): product ID: 694765, serial# (B)(4), implanted: (B)(6) 2011. Product ID: carelink. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery voltage did not display on the remote monitor transmission. It was also reported that the right ventricular (rv) lead threshold was high. The caller was informed of what the battery voltage had recently displayed. The ICD and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.